Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was light-headed and that their smart watch showed a heart rate lower than the programmed lower rate of their implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.